Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the compact air drive device had seized, jammed, was blocked and moved heavily. It was further determined that the device failed pretests for general condition, check the attachment coupling, check attachment coupling with attachments, check reverse locking mechanism, check for air leak, check function of soft mode switch (safety system), check triggers for fwd I rev mode, check for untrue running, check for excessive noise, check the power with test bench: min. 110 to 160 w and check starting behavior. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.